Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the iab was vacuumed and removed from package parallel to balloon tray. However, the balloon was tightly twined and couldn't pass through sheath which resulted in catheter placement failure. As a result, a new kit was used. The iab was successfully placed. There was a death reported. The device did not cause or contribute to the patient's death as confirmed by dr. (B)(6).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) the iab was vacuumed and removed from package parallel to balloon tray. However, the balloon was tightly twined and couldn't pass through sheath which resulted in catheter placement failure. As a result, a new kit was used. The iab was successfully placed. There was a death reported. The device did not cause or contribute to the patient's death as confirmed by dr. Deng yi feng.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is not able to be confirmed. Upon return, the iab bladder was fully unwrapped. The iab was unable to advance through its appropriate sheath due to the unwrapped bladder. The iab is to be inserted through a sheath if the bladder is fully wrapped. The returned iab passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.